Manufacturer narrative:
Customer installed new cpu board and didn't complete calibration process.

Event description:
It was reported by svc report that the main cpu control board was malfunctioning. No pt involvement or adverse consequences are reported.